Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the sheath was inserted via the left femoral artery. The iab did not inflate and as a result, the md tried to manually inflate the iab with a syringe. The balloon did not inflate so the iab and sheath were removed as one unit. Another iab was prepped and inserted without incident.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.